Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two 385cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture and right breast capsular contracture (baker grade iii). As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On august 23, 2024, mentor received additional information indicating that the patient's date of explantation has been updated to (B)(6) 2024.

Manufacturer narrative:
On march 4, 2025, mentor received additional information that indicated that the replacement devices used were non-mentor (sientra) implants.

Manufacturer narrative:
On september 23, 2024, the mentor failure analysis lab received the device for evaluation. On september 23, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 385cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-6745659). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information which indicated that the patient was actually diagnosed with bilateral capsular contractures and ptosis. The patient's implants were replaced with 385cc high profile silicone textured gel implants. This medwatch form is for the right breast prosthesis. The left breast capsular contracture and ptosis will be reported under mrn: 1645337-2024-12991.

Manufacturer narrative:
On january 30, 2025, mentor received additional information indicating the correct patient identifier. In addition, the patient also suffered right breast disfigurement and asymmetry.